Event description:
It was reported that during dilation of a stenosis in an arteriovenous fistula, the shaft of a pta balloon dilatation catheter burst at 30 atm, resulting in a vessel dissection within the fistula. Reportedly, after the catheter shaft burst, it took several minutes to completely deflate the device. The dissection then required placement of a stent. The patient is reported to be in a good condition.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint for this lot number to date. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed.